Event description:
Reported due to device break leading to surgical procedure. The physician attempted an arteriotomy closure using a perclose a-t (closer ak) device after a diagnostic procedure. The procedure was performed via the right common femoral artery. According to the angiogram, the vessel was not calcified and the access site was confirmed. Reportedly, no resistance was met upon insertion of the device. Mark was achieved and the plunger was deployed without issues. Reportedly, after pulling back the plunger, "the longer needle looked like a j-tip without a cuff and link." The physician relaxed the device and parked the foot; however, the device would not dislodge from the pt. Reportedly, force was not used to remove the device and the device broke "between the distal and proximal guide." The pt was taken to surgery in order to remove the device. This incident did extend the pt's hospitalization but the duration of the stay is unknown. Although requested, no additional information was provided.